Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead had triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 2,000 ohms. It was noted that rv pace impedance trends exhibited sudden jumps in measurements. Rv pace measurements were previously in the 650-700 ohms range. Rv autocapture (rvac) tests typically showed measurements in the .9-1v range with 7 jumps to the 2.6-3v range in the last few months. The right atrial (ra) lead impedance measurements were in the 600-800 ohms range. Ra autothreshold (raat) tests were normally in the .7-.8v range with 2 jumps to 1.8v in the last 12 months. There were also raat tests where measurements were not successful due to fusion and high atrial rates. The ra electrogram (egm) also showed a large artifact after rv-pace, but there was no oversensing. Ts reviewed possible causes, and recommended further evaluation of both leads. This pacemaker system remains in service. No adverse patient effects were reported.